Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During preparation of a 28x3.00mm rebel stent, it was observed that the stent delivery system was broken in half. No patient complications were reported.